Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Examined the exterior of the sample and found the tip end was curved. The specification is that the tip end of the sample not be completely straight. The sample meets specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter tip was not as curved as usual.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter tip was not as curved as usual.